Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer also reported that the force sensor does not detect the reservoir. Troubleshooting was done. Customer's blood glucose reading was 110 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.